Event description:
It was reported that intermittent minimum fill notifications occurred with multiple cartridges. A new cartridge was loaded each time to resolve the issues. There was no adverse impact to the customer's blood glucose level.